Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 175-180 mg/dl. Prior to troubleshooting with tandem technical support, the customer had reverted to manual injections for insulin therapy. Reportedly, the customer did not perform the cartridge air removal step. Additionally, the pump supplies were in use for more than 3 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer did not respond to attempts to obtain additional information.